Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/08/2016. The fse found that valve vl15 was faulty. The fse replaced valve vl15 and related tubing, which repaired the leak and the errors. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The instrument was also generating vacuum errors when the leak was noticed. The volume of the leak was 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.